Event description:
This event involved a patient who expired approximately 2 years and 9 months post heartware lvad implantation. The patient expired at home and was found by family members. Additional investigation is on-going.

Manufacturer narrative:
The pump was buried with the patient. The controller, batteries and ac adaptor have been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
Additional information received by the site indicated the following: the heartware system was not alarming when the patient was found. The patient's anticoagulation had been "fine", that there was no evidence of thrombus, he had been compliant with his medical therapy, and that management of his diabetes was "sometimes a challenge for him". The pump was not returned for analysis due to its burial with the patient, but a DHR review for the pump was conducted, and did not show any issues related to this complaint. The controller, batteries and ac adapter were returned; various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. These included clinical evaluations, visual/functional examination and review of controller log files. Controller and ac adaptor: reviews of the logs showed evidence of repeated power up and pump restart events. As shown in the log files, the controller lost power a number of times, and multiple critical battery and low-voltage alarms were recorded. The visual inspection showed no external defects and the functional testing showed that controller worked normally with no fault alarms or errors. All forced low, medium, and high priority audible alarms performed as intended and were within normal limits. The " power disconnect" audible alarm was confirmed when both power sources were disconnected and was within normal limits. The controller ac adaptor passed all visual and functional testing. Batteries: functional analysis of the returned batteries revealed that both (B)(4) and (B)(4) had cell(s) that registered voltage under the minimum voltage specification, which likely resulted in rapid and premature pack depletion and subsequent electronic disconnects from the controller. Of note, these batteries had 701 and 756 charge and discharge cycles, respectively. Per ifu00064 rev02, "the batteries are expected to have a useful operating life of greater than 500 charge and discharge cycles. If a battery provides less than two hours of support duration, it should be replaced." The reported event of a vad stop was confirmed via controller log file review. The event was determined to be related to under-voltage cells within the batteries. Evidence suggests that these batteries were at the end of their useful life. The reported complaint that the audible alarms were not functioning was not confirmed. All alarms performed to specification during functional testing. No additional information will be forthcoming. This is one of two reports (3007042319-2013-00061 and 3007042319-2013-00095) submitted for devices related to the same event.

Manufacturer narrative:
Common device name- changed fro controller to battery.serial, catalog number and exp date changed to reflect new device (battery).added a concomitant device (controller).(B)(4) -new additional information - the battery failed initial testing. Root cause analysis is on-going. Additional information will be submitted within thirty (30) days of receipt.this is one of two reports (3007042319-2013-00095) submitted for devices related to the same event.

Manufacturer narrative:
It was reported that the patient was found dead at home and that the system was not alarming when the patient was found. (B)(4) was not returned for evaluation; (B)(4) were returned for evaluation. Review of the manufacturing documentation of the pump and the batteries confirmed that the associated devices met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned (B)(4) revealed that the devices passed visual inspection and functional testing. The controller was able to adequately alarm the no power alarm when both power sources were disconnected. Failure analysis of (B)(4) revealed that the devices passed visual inspection but failed functional testing due to a faulty internal cell. Additionally, it was noted during testing that the relative state of charge for (B)(4) was stuck reporting 100%. This finding can most likely be attributed to a corruption of the main integrated circuit of the battery. Log file analysis revealed multiple losses of power on (B)(6) 2013. The logs show that the real time clock had reset at some point; however the date and time with the reset period were corrected by using the last download from the monitor file. Review of the alarm file shows 20 critical battery alarms on the days leading up to the (B)(6) 2013; the critical battery alarms show 0% relative state of charge (rsoc) on one of the connected batteries; the alarms typically cleared in less than a minute when the battery was disconnected. There were also three controller faults alarms due to a battery fell below a voltage threshold; this is usually associated with a battery that was allowed to discharge to 0% rsoc or due to a battery malfunction. On (B)(6) 2013, at 08:08:53 a power-up and pump start event occurred which means that all power was lost to the controller sometime since the last data log entry showed power attached at 07:54:30. This initial power lost may have been up to 14 minutes. Just prior to power-loss/restart event, the data log shows 100% capacity on the battery(s) connected to power port 1 for 63 consecutive entries or 16 straight-hours (16:22:35 on (B)(6) to 07:54:30 on (B)(6)). The data log does not record the battery serial number(s) connected during this 16-hour period. However, it was observed during testing that (B)(4) stuck reporting 100% rsoc. As a result, it's possible the battery connected to power port 1 was (B)(4), which most likely had no remaining charge. Following the power-loss/restart, the analysis shows a number of subsequent power-up and pump start events indicating that power was lost and reestablished a number of times on (B)(6) 2013. The second and third power losses may have been up to 10 minutes, and up to 17 minutes; respectively. Two subsequent low flow alarms indicate that after two of the pump restarts, the flow rate was below the 2.0 lpm alarm limit. Based on the available information, the most likely root cause of the losses of power and alarms may be attributed to faulty cells found within batteries (B)(4). An internal investigation was opened to evaluate the batteries with faulty internal cell pairs. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. *this is one of two reports (3007042319-2013-00061 and 3007042319-2013-00095) submitted for devices related to the same event.